Event description:
Clinician called on (B)(6) 2019 pt to schedule a delivery and was informed by (B)(6) that pt (husband) passed away yesterday (B)(6) 2019. Pt's wife was upset and crying and clinician consoled her. Clinician contacted pt previous week on (B)(6) 2019 and bp 104/86, hr 114, and wt - (B)(6), and did not comment on any symptoms.